Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). E1 - address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a noisy screen and no image. The issue occurred during the inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (no image) was confirmed; the screen noise was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout and whiteout. A root cause could not be identified. Based on the investigation results, the most probable cause of the screen becoming noisy could not be determined, and the cause of the no-image issue, including image blackout and whiteout, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.